Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not be normally turned on. The user replaced the subject device to another device and completed the procedure. After days, the field service engineer reported that the subject device was turned on for a while and then shut down. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated, however the front panel display did not light up due to the failure of the electrical circuit board which had the pressure sensor circuit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china the reported phenomenon was attributed to the failure of the electrical circuit board. The exact cause of the failure of the electrical circuit board could not be conclusively determined, however there was the possibility that it might be caused by the failure of the sensor. If additional information is received, this report will be supplemented.